Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred and no photos are available. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Sample discarded, no photos available.

Event description:
Facility reported to distributor alleged leakage of a retro catheter said to be at the venous extension arm after hd started. Catheter was reportedly removed from the patient and discarded before a photo could be obtained. The catheter was said to have been inserted back in 2012. No patient harm reported.